Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the drive support cap was damage. Customer's blood glucose level was 98 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated that the silicon piece on the bottom was removed. Customer stated that the location of damage was at the bottom of the reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Device had missing end cap sticker. Drive support disk was inspected and no anomaly was noted.